Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter IV leaked during the flush. The following information was provided by the initial reporter: "IV leaked upon flush."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter IV leaked during the flush. The following information was provided by the initial reporter: "IV leaked upon flush".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-nov-2022. Our quality engineer inspected the sample submitted for evaluation. Bd received one used 24g x 0.75in. Insyte autoguard unit from lot number 2047249. A gross visual inspection did not find any damage to the components. The unit was leak tested where a leak was identified just above the nose of the adapter. Microscopic inspection found that a tear was present in the shape of an arch. The reported issue was confirmed. During manufacturing, at the swaging process, the tubing is placed over a pin and may get pinched or nicked. Misalignment may result in the pin piercing the catheter tubing. Operators perform a leak test of the final assembly per the sampling and quality plans to mitigate the occurrence of this defect. During use, a needle spear through may occur in the clinician setting during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.